Manufacturer narrative:
Additional narrative: additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on an unknown date, the release locking mechanism on two screws was not able to be released. The screws in question and a rod were deployed in place. A correction key(s) was tightened. After the surgeon removed the rod and the correction key(s), they were not able to release locking mechanism on the screws. The procedure was completed with replacing screws. Patient was stable. This report is for a 5.5 expedium verse cannulated screw 5.0x45. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report h3, h6: a product investigation was conducted. The products were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned devices. Visual analysis of the returned samples revealed that the 5.5 exp verse can scr 5.0x45 did not show any cosmetic anomalies. A dimensional inspection was not performed due to the design of the device. A functional test was performed by hand and the screw shank was found to have seized with the head and could not be rotated. The complaint condition was able to be replicated. The complaint condition was able to be replicated. A manufacturing record evaluation was performed for the finished device [275454] number, and no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5.5 exp verse can scr 5.0x45 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a manufacturing record evaluation was performed for the finished device product code: 199725545s, lot number: 275454. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 24.03.2020. Qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.